Event description:
In 2004, the user facility informed the MFR's representative of the following : pt had two fractures but facility only wants to report one. Left shoulder pain x 2 days. 3 weeks ago chemo given. Noted to be catheter fracture to the proximal clavicle. Catheter folded within the left ij. Extravasation from this catheter fracture site.